Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g6 cgm pairing failures to the ilet, where the system displayed ¿pair sensor,¿ briefly connected, then disconnected until an ilet restart allowed pairing to initiate; the user verified alerts and supplies, confirmed the cgm code, and was guided to enter a manual blood glucose and educated on bg run mode while dosing was stopped and the cgm sensor was expired. Symptoms included hyperglycemia with a reported blood glucose of 230 mg/dl. Outcomes included transient interruption of automated dosing and the need for manual blood glucose entry. Investigation included review of alerts, verification of sensor code and supplies, and device restart to reinitiate pairing. Investigation of this case revealed a communication and pairing issue between the ilet and the dexcom g6, consistent with a software or connectivity malfunction resolved by device restart. It was concluded, based on previously established findings for similar reports, that the cause was a transient device communication issue addressed by reboot and user re-pairing.